Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl ) while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. The patient reports their continuous glucose monitor (cgm) was reading between 60 mg/dl and 70 mg/dl. The patient reports no matter how much they had ate their blood glucose level had not changed on their cgm. The patient checked their blood glucose level via finger stick and their blood glucose level read high. Upon changing their cgm the patients blood glucose level had shown the correct value. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.